Event description:
The lead was explanted and replaced.

Event description:
It was reported that externalized conductors were observed via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis revealed outer insulation internally and externally abraded at 51cm - 54cm from end of connector pin. The sensing cables were externalized at this location, but the etfe coating was intact. Electrical measurements were normal.